Manufacturer narrative:
The reported field event of setscrew anomaly was confirmed. The right ventricular setscrew was found to be fully stripped. This did not allow the set screw to be tightened and secured properly. It is suspected the damage occurred during the procedure. The device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing and pacing of the device were tested and found to be normal.

Event description:
During lead revision, the right ventricular (rv) lead could not be unscrewed and removed from the header of the device. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.